Event description:
A caller reported experiencing cgm error 42 and a failed sensor while using a new g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by guiding the caller through a pump reset, after which the error code did not reappear. The caller was able to reload the cartridge, resume insulin deliveries, and understood the instructions to initiate a new sensor session once supplies were received. Additionally, the caller was transferred to dexcom tech support for further assistance with the failed sensor, as it could not be restarted and required replacement.